Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 2 bd phaseal¿ injector luer n35c experienced needle exposure during disengagement. The following information was provided by the initial reporter, translated from (B)(6) to english: after the injector was engaged to the spike set, infusion of the first anticancer agent was completed with no problem. The hcp attempted to disengage the injector and felt resistance. The hcp kept on pulling the injector, and then the injector was disengaged with its needle exposed.